Event description:
It was reported that the patient experienced fever and the patients ipg incision site was swollen, red and was draining yellowish fluid. It was also noted that the patients lead incision site was swollen and tender. The patient went to the emergency room and underwent an explant procedure. The patient was hospitalized and was discharged.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7093586/7093332.

Event description:
It was reported that the patient experienced fever and the patients ipg incision site was swollen, red and was draining yellowish fluid. It was also noted that the patients lead incision site was swollen and tender. The patient went to the emergency room and underwent an explant procedure. The patient was hospitalized and was discharged. Additional information was received that the patient had signs of infection and was prescribed with antibiotics. The patient was reportedly doing well and the explanted devices were discarded by the medical facility.